Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff opened and placed a velocity delivery microcatheter (velocity) on the back table; however, upon picking up the velocity, it broke. The broken velocity was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a non-penumbra catheter.

Manufacturer narrative:
The velocity delivery microcatheter (velocity) was fractured approximately 42.0 cm from the hub. Evaluation of the returned device revealed that the velocity was fractured. This type of damage likely occurred due to improper handling during removal from the packaging hoop or preparation for use. If the device is forcefully withdrawn from the packaging hoop or otherwise manipulated at an angle, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.